Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) in the reported complaint was not returned to zoll for investigation because the customer could not replicate the issue during further inspections. The biomedical technician removed a side panel, checked all connections, and found no issues. The console was then tested at maximum warming (max red) and maximum cooling (max blue). Preventative maintenance was performed, and the thermogard console passed all tests, including electrical safety and the slew rate test. The thermogard console was placed back in service.

Event description:
The biomedical technician retrieved the thermogard xp ivtm system (B)(6) from the ICU to replace the coolant and perform preventative maintenance. When the thermogard system was powered on, it displayed mid:09 (post sensor) during the power-on-self-test (post). Despite powering the console off and on again, the same issue persisted. After another restart, the console passed the post but soon displayed a tcmid:07 (coolant temp high) error message. The biomedical technician noted that the console's air filter shows no signs of lint, the coolant reservoir appears very clean, and the rollers and pump raceway show no sign of being used. The technician suspects that the console is not frequently used in the ICU. No patient involvement.